Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during a gastroscopy procedure (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, requiring a strong curve of the endoscope, but failed to release from the catheter. Reportedly, the endoscope was adjusted and multiple attempts were made to release the clip from the catheter however, it still would not separate. Eventually, the clip was removed from the patient by strong traction of the device. The procedure was completed with a non-bsc clip device. Following the deployment failure, it was noted that the tearing of the placed clip led to a mucosal lesion. It was further noted that despite the difficult, delicate situation for the patient, there were no further patient complications, no reported treatment for the mucosal lesion, and the patient's condition was stabilized at the conclusion of the procedure.